Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
H10 at this time no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. H11 this supplemental emdr corrects an error that was identified in the record. The following fields have been corrected b5 (event description). D1 (brand name), d4 (product catalog no.), and g5 (PMA/510(k)#). The following fields have been updated: b5, d1, d4, g1, g2, g4, g5, g7, h2, h10 and h11. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix hernia patch on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."